Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 178 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test and alarmed during the basic occlusion test due to protruded/loose drive support disk. Scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.